Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling pocket stimulation. Upon device interrogation attempt, it was noted that the pulse generator exhibited unexplained backup vvi operation. Since the device had triggered eri, device reset was not performed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported filed event of backup vvi (bvvi) was confirmed in the laboratory. Analysis of the device image indicated that the backup mode was triggered by a checksum error resulting from code corruption due to unknown cause. Multiple bit flips were also noted. Despite extensive testing the backup condition could not be reproduced and the cause of code corruption could not be determined. The device was tested on the bench and no anomalies were noted.